Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low amplitude measurements, loss of capture, noise, oversensing, and inappropriate shocks which exhausted therapy. The lead was found to be dislodged. A revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.